Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states that when trying to remove the needle from the packaging the green hub came apart from the steel needle.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Maintenance records and calibration records were reviewed and there were no issues found. An empty package with lot 414009x was received; however the physical sample was not received inside the package. Because the physical sample was not received, the reported issue could not be confirmed. The exact root cause of the reported condition could not be determined. The most probable root cause is the vision system not consistently detecting inadequate presence of epoxy. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from all needle lots are visually examined for issues and physically tested for bond strength. A corrective action is not planned at this time. If the physical sample is received at a later date, this complaint will be re-opened and the investigation continued. This complaint will be used for tracking and trending purposes. The production department will be notified of this incident.